Manufacturer narrative:
The MFR has notified the FDA of the recall on 04/03/2010. (B) (4)

Event description:
On 04/23/2010, medwatch uf/importer report (B) (4) was rec'd via airmail. The event was described as date of event: (B) (6) 2010, date of their report: 4/7/2010, shiley 8 dct, (B) (4); event description: a shiley trach was placed on the pt. Pt went to the intensive care unit (ICU). Later the same day, pt developed a cuff leak (cuff would not hold air). The trach tube could not be changed at the bedside. Pt went to the operating room (or) for a new trach to be placed. The MFR's representative contacted the reporter on 04/23/2010, who further reported the problem was found because the physician and respiratory therapist noticed cuff would not hold air. She stated that it was determined to be a cuff leak. She believes pt was on a vent. She states that product is not available for return.